Event description:
Our rep is reporting that during an arthroscopic knee repair, a portion of the distal end of the guide sleeve broke off into the patient's condyle. The surgeon was not able to retrieve the fragment; was able to shave whatever portion of the fragment that was proud flush to the bone. The procedure was concluded successfully without any other issue or harm to the patient. The balance of the complaint device was discarded at the user facility.

Manufacturer narrative:
Nothing is being returned for evaluation, complaint device discarded at user facility. There are no other complaints of any kind in the mitek complaints system for this lot of devices that were released to distribution. Although nothing is being returned for evaluation, historically, this type of failure is associated with not using the proper technique to remove the guide sleeve from the bone. The most likely scenario is that the user may have torque or twisted the device from side to side as opposed to pulling it straight out to remove it, causing the metal of the guide tube to fatigue and break off. Therefore, this is more than likely a user technique issue. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. Outside of this hypothesis no other root cause for the reported failure can be discerned. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.